Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the ER due to high blood glucose on (B)(6) 2018 with blood glucose of 348 mg/dl. The customer stated that the insulin pump alarmed no delivery and that they discontinued use of the pump and treated with a manual bolus. The customer was treated with a saline drip. The customer was not wearing the insulin pump during the hospitalization. The customer declined to perform troubleshooting. The insulin pump will not be returned for analysis.